Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the objective lens glue deteriorated. A definitive root cause could not be determined; however, it is likely that it is from chemical stress or physical stress. The following is included in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported when the customer wanted to start with leak testing, it was discovered that the pin of the eto valve was lost. There was no patient harm, no user injury reported due to the event. Device evaluation found deterioration of the objective lenses gluing.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection service repair noted a full technical evaluation was completed in accordance with the ome (original equipment manufacturer) specification. The initial visual inspection indeed showed that the pin of the venting connector was missing but attaching the leakage tester to test for water leakage was still possible, rather than the inability to attach the leakage tester as initially reported. Air leak inspection did not show any water leakages. In addition, further inspection found deterioration of the objective lenses gluing. Furthermore, the following findings during inspection were noted: contact pin of the grip cover unit deformed. M plug unit master and slave are both cracked. Lg-cover glass damaged. Based on evaluation findings, it was noted the defectiveness of the venting connector, excessive pressure that could have be applied to it when connecting and disconnecting the leakage tester might be a key factor that perhaps caused the customer phenomenon described. It could be a customer mishandling. Investigation is ongoing. This report will be supplemented accordingly following investigation.